Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on march 17, 2026, at 10:35, the patient underwent a left flexible ureteroscopy and lithotripsy (fursl) procedure with ureteral stent placement under general anesthesia. Upon completion of the surgery, the patient returned to the ward and received intravenous fluid therapy, bedside cardiac monitoring, and oxygen support as per physician's orders; the indwelling urinary catheter was securely fixed. On march 20, at 12:43, the patient reported that their trousers felt damp; upon assisting the patient in changing their trousers, it was discovered that the urinary catheter had dislodged. Examination revealed that the catheter balloon had ruptured, although the balloon wall itself remained intact. The attending physician was immediately notified; the indwelling catheterization was discontinued, and the patient was instructed to increase their fluid intake. At 13:15, the patient successfully voided spontaneously, and the adverse event was resolved.